Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The initial approach for the index surgical procedure? The patient demographic info: age, weight, bmi at the time of index procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? When was the mesh exposure first noted by a physician? Mesh exposure site/location, symptoms and diagnostic confirmation? Describe medical/surgical intervention for exposure including dates and findings product code and lot #. What is physician¿s opinion as to the etiology of or contributing factors to this event?

Event description:
It was reported that the patient underwent procedure for prolapse posterior vaginal wall in 2000 and mesh was implanted. The patient experienced mesh exposure. The patient underwent excision of mesh exposure in 2001. The patient presented with pain and recurrent prolapse and dyspareunia. The patient underwent total mesh removal of posterior wall and posterior repair/perineorrhaphy. Additional information has been requested.